Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the event was not confirmed during testing. The device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which after cleaning at the user facility, water was coming out of the blade mount area of the device. There was no patient involvement; no patient impact.